Event description:
Non-inflation. Customer states they placed implant on (B)(6) 2022, however, patient came back on (B)(6) 2022 and had a lot of pain with swollen chin and no infection, so they removed the implant.

Event description:
Non-inflation. Customer states they placed implant on (B)(6) 2022, however, patient came back on (B)(6) 2022 and had a lot of pain with swollen chin and no infection, so they removed the implant.